Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-12661 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states . On (B)(6) 2024, it was reported that patient faced 2 events of infusion set fell off during use. The first event occurred within 2 days of insertion and the second event occurred within 3-4 hours of insertion .the patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.